Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs alleges high metal ions levels over past years, unexplained skin discoloration that becomes inflamed, swollen, infected and painful, unexplained dry skin and itchiness, unexplained ear and vision problems. Doi: (B)(6) 2006, dor: none reported right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges toxic cobalt- chromium metal debris began to release to patient's soft tissue surrounding the implant. Patient experienced persistent pain, injury, and discomfort, partial or complete loss of mobility, loss range of motion, and the difference in leg lengths make walking difficult. Doi: (B)(6) 2006 - dor: none reported, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.